Event description:
Received info the ins was turning itself off. Sometimes the stimulation would not turn back on until the pt had waited awhile. So he now waits about 10 minutes and uses the pt programmer to turn stimulation back on again. The ins started doing this about one month ago. Pt also now has stimulation in his left leg, which he did not have before. Add'l info has been requested and if received, a follow up report will be sent. Refer to MFR report # 3004209178-2011-01520 for add'l ins system.

Manufacturer narrative:
(B)(4).